Event description:
The dr was unable to insert the 40cc iab through the sheath. The iab and sheath were not returned to datascope for evaluation. They were discarded by the facility. (Event complications: unknown - reported 6/22/1998.) (Pt's current status: unk - reported 6/22/1998.)